Manufacturer narrative:
Follow-up #1: date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: the pump's black box data from date of the alleged issue had been overwritten due to continued use of the pump. There were no alarms observed that were related to the complaint. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump passed a force calibration test. The pump was exercised for 24 hours with no prime issues occurring.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump emitted a no cartridge detected and loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.